Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified, one curved opening, red particles material was found on the shell and flat creases. A weight test of the device was verified, and the device was within specification. A microscopic analysis was performed which identified, one opening striated. Based on the device analysis, the final assessment is: one opening striated in the side anterior assessed, as surgical damage.

Event description:
Healthcare professional reported, capsular contracture, unknown baker grade. This record relates to right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsule contracture unknown baker grade."

Event description:
Healthcare professional reported capsular contracture unknown baker grade. This record relates to right side. Device has been explanted.